Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a rash under her breasts and on her back from wearing the lifevest. The patient was given a prescription pill for itchiness from her physician. The patient reported that the irritation has improved.